Event description:
A 78 year old female was found hanging in knee chest position on the top side of the bed with the vest restraint still tied to the bed, up tight around the torso and neck. Preliminary patient autopsy revealed that death was due to strangulation.the patient had been checked throughout the night by a health care technician, and the vest had been retied five times because the patient had partially removed restraint device device. Houdini vest was reported to be the appropriate size and to have been applied correctly by rn on duty. Patient had been checked at 5:30 a.m. Was discovered without pulse or respirationdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.